Event description:
A caller reported issues with the pump's quick bolus/wake button, which was difficult to press and often required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level, as it remained within the normal range. The caller was instructed by technical support to attempt different pressing techniques, but the button remained problematic. As a result, technical support decided to replace the pump. The customer was informed to return the faulty pump using a pre-paid label and agreed to continue using the current pump in the meantime.